Event description:
Anesthesia breathing circuit o2 reservoir bag had hole. Unsure how it occurred - would not allow pressure to ventilator. No adverse effects to pt. Pt was intubuted and ambued during change of breathing circuit and bag.